Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was being used to perform an enteral feeding procedure in 2009. According to the complainant, the locking tab of the right angle feeding tube was broken. The procedure was completed with another device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed, the cause of the reported event is undetermined.